Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: purchasing coordinator . A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath kit, sheath was observed to be frayed and was deemed unuseable for the readial procedure. There was no adverse patient affect reported. The case was delayed for two (2) minutes due to opening a new access kit. The event occurred intra-operative. Medical or surgical intervention was not required.

Manufacturer narrative:
This report is being sent as follow-up #1 to provide the completed investigation results. One 6 fr gs sheath with its dilator fully inserted were returned for evaluation. The tip of the sheath was visually assessed. It was deformed with fraying at the tip edge. The complaint is confirmed for mechanical damage of the sheath tip. The complaint mentions that the sheath tip was frayed upon opening, however the dilator was inserted into the sheath. As such, it cannot be determined if the sheath was damaged before use or due to use. The exact root cause of this event could not be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).